Event description:
It was reported via legal notification, that a patient, underwent a bilateral knee replacement initial surgery on (B)(6) 2014. The patient was implanted with a optetrak devices. Specifically, implanted with a optetrak posterior stabilized tibial insert, along with optetrak stems, optetrak patellas, optetrak screws, optetrak tibial trays, and optetrak posterior stabilized femoral components. Following the surgery, the patient began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. The patient continues to experience pain and discomfort on a daily basis in both of her knees which limits her daily activities and quality of life. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information: a2, a3, b5, b7, d1, d4 all, g4 510k, h4, h6 investigation results, h7, h9 h6. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements, this suggests joint maladies. These devices are used for treatment not diagnosis. H6. Health effect - impact code- 4614 [the patient is not revised].

Event description:
There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Additional information received via legal department: initial implant operative report added to b7.